Event description:
I began invisalign treatment in 2021. The goal of this treatment was to correct my anterior open bite and improve my oral health. Unfortunately, it led to temporomandibular joint disorder (tmd) in (B)(6) 2022, as diagnosed by multiple medical professionals. This condition is chronic, annoyingly disruptive, and detrimentally impairs my daily functions and overall quality of life. I firmly believe that these complications were caused by the aligners, themselves - which I was instructed to wear for at least 20 to 22 hours per day by my orthodontist. Throughout the treatment, I found myself inadvertently clenching my jaw to cope with this foreign object in my mouth - followed by frequent muscle spasms/tension. Additionally, I experienced extreme fatigue, headaches, neck pain, anxiety, and difficulty breathing at times, which, in hindsight, I believe were clear indicators from my body that something was amiss.